Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the diagnostic code "alarm light emitting diode (led) failure". Repair is pending customer approval. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07jan2020 b4: (B)(6). The part was not returned for evaluation. A supplemental report will be submitted when new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 27nov2019. Additional information was received that the customer's original reported problem of failure on the upper part of the touchscreen, where the "alarm mute" and "alarm reset" options are located, was due to the occurrence of the "alarm led (light emitting diode) failure" diagnostic code. Since alarms cannot be silenced or manually reset when this error is occurring, it has been determined that the customer found the displayed contents unusual. There was no touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/14/2019.

Event description:
The customer reported a failure on the upper part of the touchscreen, where the "alarm mute" and "alarm reset" options are located. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. The patient's information could not be disclosed. There was no medical intervention required as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03feb2020. B4: 07feb2020. The manufacturer¿s international service technician replaced the power switch overlay to address the alarm led failure and the problem was resolved. The touchscreen was functioning as intended. The ventilator successfully passed functionality testing after the repair was completed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:23jan2021. B4:27jan2021. The replaced power switch overlay was received for internal failure analysis. It was determined that the red alarm led was detached from the trace not making contact on the power switch overlay, which created the reported alarm led failure error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.